Event description:
The customer stated that insulin was leaking around the plunger of the reservoir. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of three sealed reservoirs showed that they were functioning properly and passed all functional testing. After testing, it was concluded that the reservoirs operated within specifications. No leaking was observed during analysis. However, an analysis of a used reservoir revealed that the reservoir had leaked due to an unk sticky substance found on both o-rings and plunger rod.